Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power cables causing an alarm was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient contacted the lvad coordinator because alarms were going off when connected to wall power. The patient reported the black connector had an exposed cable and the white connector was broken. The patient came into the clinic on (B)(6) 2020 and the controller was interrogated and exchanged with no concerns. The patient tolerated the exchange very well with no issues. The outcome was resolved.